Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2015; 419688 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. The patient's right atrial (ra) lead had dislodged. The lead was turned off and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead dislodged while a peripherally inserted central catheter (PICC) line was being placed. The patient was a participant in the product surveillance registry study.